Event description:
The info was received by medwatch report. It was reported that the pt was prepped for cordis and swan placement. Once cordis placed, guidewire threaded. Physician was having difficulty with the wire. Pulled out wire and found that the wire had unraveled on itself. New introducer kit was used to obtain a new guidewire. No injury to pt.